Manufacturer narrative:
D9: product received date 6/30/2025. H3/h6: one device was returned for analysis of complaint of cassette sensor error. There were no services previously reported. Log events was reviewed and there are no errors related to the customer complaint. Visual and functional testing was performed. During visual inspection it was found that the downstream occlusion (dso) was holding at a single value. The complaint was confirmed during functional testing. Probable cause was the dso sensor out of calibration. The dso sensor and, seal, lens and labels were replaced. All tests passed within specifications.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette sensor error. This occurred during testing, and there was no patient involvement.